Manufacturer narrative:
The staff contacted the clinical specialist (cs), to inform her about an spo2 alarm they thought did not alarm at the central station for room (B)(6) around 12:44 on (B)(6) 2018. Per communications with the field service engineer (fse), a software upgrade had actually been completed for about 45 minutes when this occurred and he had verified that the system was operating properly. The cs pulled strips at the surveillance and the fse pulled the audit logs. The data was reviewed with the bedside rn and md resident which showed that an spo2 alarm occurred at 12:45:44 which escalated to a desat alarm at 12:45:55. The desat alarm did not end until 12:47:31. The staff agreed that there was no device malfunction and the equipment alarmed appropriately. It was determined by staff that the delay in care of the patient was due to internal confusion over the unit responsible for the patient. The staff asked to close the formal report. No device malfunction occurred. This is considered a user alarm handling issue.

Event description:
The customer reported that during a software upgrade from revision a to b, the patient in room (B)(6) experienced an spo2 alarm that did not alarm at the central station on (B)(6) 2018 around 12:44. The patient was unresponsive and CPR was performed. The patient was intubated and remains intubated at this time.